Manufacturer narrative:
Date of event is estimated. The device is included in the rfg-nt-2000 recall issued by abbott on 11 september 2023.

Event description:
It was reported that the generator was under the rfa recall z-0209-2024. No apparent adverse effects were reported.

Manufacturer narrative:
The reported event was confirmed as this unit was identified to be associated with a field action and was returned for this reason. No anomalies were found during product testing and the generator functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and the investigation performed, the cause of the reported event was isolated to a manufacturing related issue. A CAPA exists related to this complaint investigation.